Manufacturer narrative:
Corrected data, version no. 1: device receival date inadvertently not included.

Event description:
Lead product analysis was completed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Two sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Cut openings were noted in the outer and the inner silicone tubing of at least one of the lead coils. The reported fluid leaks were confirmed in the product analysis lab. Abraded openings in the outer and the inner silicone tubing were identified. Also, scanning electron microscopy images of the positive coil show that the coil was cut using some type of electro-cautery tool (most likely at explant) as indicated by the appearance of the fused coil wires. Other than the noted anomalies, no other anomalies were identified in the returned lead portions.

Event description:
Explanted lead and generator were received by product analysis. Generator product analysis was completed. The product analysis lab found an end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis has not been completed to date.

Event description:
During generator replacement due to low battery, it was noted by the surgeon that there was a break in the outer capsule and body fluid within the lead. Due to this, the surgeon proceeded with a full revision (replacement of the generator and lead). The explanted products have not been received by product analysis to date. No other relevant information has been received to date.